Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs, the device alarmed when connected to the controller. There was no back up available so the procedure was completed using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was inadvertently discarded. Thus, the complaint could not be verified and a root cause could not be determined with confidence. More than likely, the user may have observed an e-7 error. The rf controller may have been turned off following connection of the device or source power may have been interrupted prior to the activation. The wand incorporates a single-use feature which is designed to prevent reuse of the device. Other factors that could contribute to an e-7 error include disconnecting the device from the controller after power has been turned on, previous use, or incorrect power cycling of the controller. Also, a reprocessed device used by the customer will exhibit an e-7 error. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.